Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up around 6:00am. She took her daily medications then around 7:30am she felt off. She was dizzy, shaking and sweating. The cgm was 106 mg/dl and the bg was 42 mg/dl. She at an apple turnover and started to watch tv but suddenly passed out. The patient lives alone. She woke up around 11:30am and did a manual bg and it was 69 mg/dl. She does not remember what the cgm was displaying but it was "way off". She did not take any medications or seek medical assistance and removed the sensor later that day. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.